Manufacturer narrative:
The customers issue regarding heat could not be duplicated/confirmed. Pre-temperature test results were ambient 72.3 degrees f, gear 82.5 degrees f, motor 84.3 degrees f and bearing were 84.4 degrees f. There was corrosion found on the bearings and rear seal, which were both replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the customer indicates the handpiece was tested by their biomed department, which indicated the handpiece heats up and becomes too hot to hold.

Manufacturer narrative:
Device evaluation anticipated, but has not begun.

Event description:
The customer reported that the device was overheating. There was no patient impact.